Event description:
A hospital in (B)(6) reported that an rt100 breathing circuit kit had a missing dry tube, and that the inspiratory and expiratory limbs were disconnected from the y-piece adaptor. This was noticed before pt use.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the complaint breathing circuit kit was returned unsealed and was visually inspected. Results: the investigation revealed that the dry line was missing and that an incorrect y-piece had been included in the kit. A lot check revealed no other complaints of this nature for this lot number. Conclusion: as the kit was received unsealed, it is difficult to determine the root cause of both the missing and incorrect components. The breathing circuit package consists of a number of components grouped together during production. It is likely that the dry line was omitted and wrong y-piece included during the assembly process. Operating procedures are in place to assist the operators on the production line to correctly pack breathing circuits. A pack card detailing all components required is displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. (B)(4).